Event description:
During inspection, the physician found the coil stretched. Therefore, it was changed to another one to complete the procedure. Prior and after removal from the package, the product was not damaged. All the products were prep per IFU. During removal, the zipper was in the lock position. Once the introducer was visualized, it was held while removing the product from the plastic tubing. Once the coil system was removed from the plastic tubing, the coil was exposed for inspection, was it unraveled stretched at this point. After the event, no other damages were noticed at any other section of the device.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13469731 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13469731. Coil subassembly lots 13462833 and 13462832 were reviewed and no issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Additional information will be submitted within 30 days of receipt.